Manufacturer narrative:
Concomitant medical products: 457453 lead; 429878 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the percentage score for the device feature designed to withhold inappropriate ventricular detection if the rhythm displays characteristics of an supra ventricular tachycardia (svt) origin was lined up with the p wave instead of the qrs wave. The device remains in use. No patient complications have been reported as a result of this event.